Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. The complainant reported that the artificial disc was placed too far posteriorily. Position appeared to be fine on fluoroscopy but an x-ray revealed the posterior placement issue. The device was explanted and spinal fusion was performed. The surgeon does not consider this event to be device related.